Event description:
It was reported the device was used during a hernia repair procedure. It was reported the pmw35 was used to close the skin. When the surgeon went to clean the wound two staples came out. 1/22/1998-it was reported the surgeon fired two more staples from the same pmw35 to replace the staples that fell out to complete the procedure.